Event description:
The device was used during an unspeciffied procedure. Reportedly, the needle broke. The surgeon stated the needle could not be located and applied another device to complete the procedure. The hosp has reported no pt injury occurred.